Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected at the t:lock. The customer was educated on not disconnecting at the t:lock. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer primed the infusion set tubing to address the issue.